Manufacturer narrative:
Mindray service reps replaced the spo2 display board. Calibrated unit to factory specifications.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.